Event description:
The patient experienced muscle spasm during the active thaw cycle (ithaw). The I-thaw feature was turned off, which stopped the muscle spasm. The procedure was continued using passive thaw, and was completed with no reported injury to the patient. The needle will be returned to the manufacturer for investigation.

Manufacturer narrative:
The needle was returned to the manufacturer for investigation. The electrical parameters were outside of specifications, confirming the reported complaint. Needle disassembly identified the root cause as damage to the insulation layer of the heater wire. Review of the needle lot manufacturing records identified 4 electrical malfunctions within the needle batch.

Event description:
This MDR is to document the manufacturer's actions of the needle used in the reported event. Further investigation or follow-up is not planned for this complaint.